Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and noticed fever blisters and inflammation on the cheek/jawline one day post treatment. The patient has undergone retamax 1% retin a topical for the past couple of months and stopped applying the topical 3-4 days prior to treatment. There was no visible erythema at the treatment time. The patient's skin appeared normal immediately post treatment. The operator delivered more pulses to the left cheek than the right cheek due to the skin being more saggy on the left side and there were more blisters noticed on the left cheek as well. The patient's skin appeared normal immediately post treatment. The patient was given polysporin and over-the-counter hydrocortisone to apply 2-3 times per day and advised to keep the area moist. The blisters have resolved and healed. The skin is slightly pink and the operator is unsure if there may be scarring in one spot. Reportedly, there were no system errors or anything out of the ordinary noticed during treatment. The treatment tip surface was inspected prior to and during use and nothing was noted.

Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of insufficient force during rep delivery and the activation button being released during rep delivery. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Burns, blisters, scabbing, and scarring are all possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.